Manufacturer narrative:
Concomitant medical products: devices used in the procedure included sheath introducer (terumo), guide catheter (terumo), chikai pv (asahi intecc), progreat microcatheter (terumo). (B)(4). This complaint was initially received on 6/28/2016 as a failure to resheath complaint; however, met MDR criteria on 7/19/2016 when it was determined during failure analysis that the coil was detached. The device was returned for analysis. The progreat microcatheter (ID 0.022¿ and 0.025¿) and the rotating hemostatic valve (rhv) were not returned. As viewed into the returned packaging, an unreported and unintended coil separation from the device positioning unit (dpu) was found. The circumstances of how and when the coil was separated from the dpu cannot be determined. Located 5.0 centimeters off the distal tip of the dpu is 6.0 centimeters in length of a blood mixture obstruction. Upon receipt it was found that this obstruction prevented the dpu from being retracted into the introducer sheath. The obstruction was so solid it took 24 hours of cleaning in an ultrasonic bath with a surgisoak cleaner before the dpu could be retracted. Located off the distal tip of the green introducer it was found that the dpu was still advanced 117.0 centimeters outside the sheath. The detached coil was returned undamaged. The coil was found to have been mechanically detached. The unmelted detachment fiber was found still adhering to the coil¿s socket ring. The introducer sheath and the resheathing tool were returned undamaged. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the resheathing difficulty was confirmed. Due to the unreported coil detachment from the dpu, the exact root cause of the resheathing difficulty cannot be determined; however, the evidence as received found two possible contributing factors were found. The primary contributing factor may have been the blood obstruction that was 6.0 centimeters in length that prevented movement of the dpu. This is also supported by the fact that the dpu was still 117.0 centimeters outside the introducer sheath as no attempt was made to retract the dpu which again points toward the solidified blood obstruction inside the introducer sheath. The complaint event also stated, ¿¿however, the dpu was not sheathed back into the introducer sheath, and the presidio became unfit for re-use¿¿ this supports the fact that it is possible that the dpu itself was never resheathed in a timely fashion and that the blood mixture was left as is without flushing or cleaning. It is highly likely that the blood mixture solidified before the attempted resheathing or that no resheathing was attempted in the first place. The secondary contributing factor is completely dependent on when and how the coil was mechanically detached from the dpu. As this was an unreported event, the circumstances of how and when the unintended coil separation took place cannot be determined, however due diligence requires this to be included as a contributing factor until otherwise notified. Therefore, if the coil was mechanically detached during the resheathing process or before, then the detached coil contributed to the inability to resheath the coil. It should be noted that an incompatible and an oversized microcatheter was utilized with the 18 series microcoil system. Due to a lack of clarification the use of this microcatheter cannot be currently linked to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The inner lumens of the unspecified progreat microcatheter are available in two sizes of 0.022¿ and 0.025¿ which is outside the recommended specification of the 18 series microcoil system. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a sphenopalatine artery aneurysm, a presidio ((B)(4)/c33078) was delivered into the target aneurysm, but because the non-codman microcatheter could not be stably positioned, the physician decided to re-sheath the coil. However, the dpu was not sheathed back into the introducer sheath, and the presidio became unfit for re-use. Product analysis revealed that the coil was detached; however, it could not be determined when the detachment occurred. A presidio, a deltamaxx, and six trufill coils were then successfully implanted into the aneurysm, and the procedure was completed without further issues. There were no patient injuries or complications. The dpu and coil did not protrude through the opened sheath, and there was no report of coil damage. There was no report of resistance between the microcatheter and presidio. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complaint product will be returned for analysis. No further information was currently available.